Event description:
The customer stated that she was hospitalized four times between may and june for diabetic ketoacidosis and gastroparesis. The customer stated that her high blood glucose levels were caused by stress, gastroparesis, and dehydration from gastroparesis. The reported blood glucose levels were 545 and 475 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.